Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2018 - 10508. 0001825034 - 2018 - 10509. 0001825034 - 2018 - 10510. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient was revised due to unknown reasons. No further information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - head. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the devices remain assembled upon receipt. Visual inspection found scratching on the exposed surface of the insert. The taper is etched -3. Dark debris and scuffing are present inside the taper of the insert. Scratching was observed on the outside of the head in multiple locations. The head is etched 42. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products- m2a-magnum pf cup 48odx42id, pn us157848, ln 724930; mlry-hd por fmrl 11x160mm, pn 11-104111, ln 814590; m2a-magnum 42-50mm tpr insrt-3, pn 139254, ln 000880. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent an initial hip arthroplasty due to degenerative joint disease, congenial dislocation and a deformed acetabulum. Subsequently the patient was revised approximately 10 years post initial surgery for ongoing pain, discomfort, mild metalosis, elevated ion levels and mild trunnionosis with collected fluid around the hip. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed through review of op notes. The op notes of the revision surgery stated that during the procedure, the components were well-fixed, well-positioned, and stable. There was mild metallosis and mild trunnionosis with fluid collection around the hip were noted. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.